Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A trunk ipsilateral leg component (rmt231416j/11491730) was placed more distal than the location intended so that the proximal end of the trunk was deployed in aneurysm. Physician implanted three aortic extender components to increase the proximal neck length of the trunk. While the physician attempted to remove the delivery catheter of the aortic extender component (pxa230300j/12053769), the leading olive of the catheter was caught on the valve of the gore dryseal sheath with hydrophilic coating (dsl1828j/12329335) and was separated at the distal end of the sheath even though the delivery catheter was removed out from the patient. Four more aortic extender components (the same device as pxa230300j/12053769) were later implanted, but any of the device was not caught on the valve of the sheath. A contralateral leg component (pxc141000j/11924499) was implanted and the procedure was completed with no other issues reported. The patient tolerated the procedure. Pxa230300j/12053769 will be returned to the gore histology dept for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The device was returned to gore for engineering evaluation. The returned product showed that the polyimide detachment occurred at the leading end of the trailing olive junction. It appeared that the detachment was due to a tensile failure. Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide guidewire lumen separation could not be determined.